Event description:
Patient reported rupture on the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on the right side via MRI. Patient later reported after ultrasound and MRI a rupture of the device left side was diagnosed. Patient later reported MRI report is mentioning "benign cyst " and "¿blade/strip¿ of periprosthetic liquid" (not clear which side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Patient reported "rupture" confirmed via MRI. Patient later "benign cyst and blade/strip of periprosthetic liquid" confirmed via MRI and ultrasound. Later healthcare professional reported "double capsule baker grade: iii" confirmed via MRI. Device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.